Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charge and boot. No, receiver will not turn on, ceases to function. The receiver download receiver logs was not retrieved. No, receiver will not turn on, ceases to function. The receiver functional tests, unable to run receiver ceases to function. Open receiver case for internal visual inspection. Fail, found defective battery with cracked controller chip. Trouble shoot receiver and battery. Found no issue with the receiver main board and ui board; found defective battery with cracked controller chip. The reported event that the receiver ceased to function was confirmed. The root cause for ceases to function is a defective battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.